Event description:
Healthcare professional (hcp) reports one incident of blocked fibers with the psn 210 dialyzer. Hcp reports that tmp alarms sounded throughtout treatment and were overridden. Hcp reports that some of the fibers only filled half way, starting from the venous end of the fiber bundle upon initiation of treatment. After approx 15 minutes into treatment, the blood in those fibers appeared to fill the remainder of the way towards the arterial end of the fiber bundle. Treatment was continued with the dialyzer in question. Hcp reports that the pt was 2.6 kg short of the treatment goal of 4 kg at the end of treatment. Pt rec'd a 2000 unit heparin bolus pre treatment and 1000 units/hr heparin maintenance during treatment. No pt injury or medical intervention was reported per hcp.